Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Per internal procedures, the event information was reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device was identified. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Investigational inputs were requested as indicated per internal procedures for this failure mode. Visual examination of the provided x-ray images found no evidence of implant fracture, disassociation, or anything indicative of a device non-conformance. Without the physical complaint sample associated with this report, it was not possible to determine if the device failed to meet specifications at the time it was released for distribution. The device associated with this event was used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "survivorship of metaphyseal sleeves in revision total knee arthroplasty¿. Update 1 oct 2019. ¿survivorship of metaphyseal sleeves in revision total knee arthroplasty¿ was reviewed for MDR reportability. The study followed 227 patients with a femoral and/or tibial metaphyseal sleeve implanted during revision tka at a single academic institution from 1 jan 2006 to 31 dec 2013. Mean follow-up was 3.2 years (range 2-8 years). All patients had metaphyseal sleeves implanted at the time of revision tka. Fifty-one patients had posterior stabilized designs (p.f.c. Sigma system), 1667 patients had constrained nonhinged designs (sigma tc3 system), and 10 patients had hinged designs (lps system). Various methods of implant fixation were used without specifics for each design. It is noted specific patient identifiers nor specific revision information was provided. The following adverse events were noted: pfc system: stiffness, patella clunk, infection, arthrofibrosis, pain, and hematoma. Tc3 system: stiffness, patella clunk, loose tibial stem at bone to implant interface, loose tibial sleeve at bone to implant interface, at bone to implant interface, infection, arthrofibrosis, pain, and hematoma. Lps system: stiffness, loose femoral stem at bone to implant interface, loose femoral sleeve at bone to implant interface, infection, arthrofibrosis, and hematoma. The first unknown knee implant, unknown patella component, and unknown femoral component represent p.f.c. System. The second unknown knee implant, second unknown patella component, second unknown femoral component, tibial tray, and tibial sleeve represent tc3 system. The third unknown knee implant, unknown femoral stem, and unknown femoral sleeve represent lps system.